Event description:
As reported, this (B)(6) male patient's right shoulder was revised due to the 42 poly disassociated from the tray. The patient felt something pop when lifting their arm. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of either incomplete/off-axis seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. (D10) concomitant device(s): 320-10-00, 6211533 - equinoxe reverse tray adapter plate tray +0. 320-01-42, 6207242 - equinoxe reverse 42mm glenosphere. 320-20-00, 6145324 - eq reverse torque defining screw kit. 320-15-05, 6217671 - eq rev locking screw.